Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.

Event description:
Device malfunction: devices did not achieve hemostasis. Symptoms/ae: surgical intervention, no pulse. Time of device: malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. The first proglide deployed but did not achieve hemostasis and no pulse was present. A second proglide was used and hemostasis. Loss of lower extremity pulses was noted. The patient was sent to surgery where a large piece of plaque was removed from the artery. The plaque had not previously been seen on the angiogram. The patient is reported to be doing fine after surgery. There were no reported adverse patient sequelae. Thought requested, no additional information was available.